Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The description of event states: "the clip deployed without issue. However, the nurse lifted the thumb handle up, pushing out the hook and the hook went through the small bowel fold." The instructions for use state: "after clip deployment, continue to apply slight pressure on handle spool as device is removed from endoscope." This process would help prevent inadvertent contact of the hook end of the drive wire with tissue. Failure of the user to apply slight pressure on the handle spool as the device was removed from the endoscope likely contributed to the observation by the user. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual and functional inspection to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that the user failed to apply slight pressure on the handle spool as the device was removed from the endoscope, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During a polypectomy, the physician used a cook instinct endoscopic hemoclip. They deployed an instinct clip near the small bowel. The clip deployed without issue. However, the nurse lifted the thumb handle up, pushing out the hook and the hook went through the small bowel fold. They ended up using another instinct clip to close that area. The area representative was told the patient is completely fine. A section of the device did not remain inside the patient¿s body. The patient required an additional clip to close the area. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Corrective action is currently being assessed. A follow-up emdr will be provided within 30 days of submission of this report with completed investigation information.

Event description:
During a polypectomy, the physician used a cook instinct endoscopic hemoclip. They deployed an instinct clip near the small bowel. The clip deployed without issue. However, the nurse lifted the thumb handle up, pushing out the hook and the hook went through the small bowel fold. They ended up using another instinct clip to close that area. The area representative was told the patient is completely fine. A section of the device did not remain inside the patient¿s body. The patient required an additional clip to close the area. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.